Event description:
Journal reference: guehl, et al. "Side-effects of subthalamic stimulation in parkinson's disease: clinical evolution and predictive factors" european journal of neurology; 2006; 13; 9 p. 963-971. The article presents study results describing the evolution of side effects in a cohort of patients at 3 and 12 months. The patients, all with advanced parkinsons disease, were being treated with bilateral deep brain stimulation of the stn. A number of patient complications were reported. Reportable event(s): one patient experienced pneumoencephalus related to the opening of the dura resulting in loss of initiative and adynamia. Some mild cortical atrophy was noted prior to the surgery. No cortical lesion was noted on CT scan. Treatment and outcome information was not provided.